Event description:
It was reported that at routine ICD replacement, fluoro image showed two conductor cables outside of the insulation above the rv coil. The lead remains implanted and functioning for now until replacement can be scheduled. The physician is aware of the consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.